Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that he had to removed the dental implant during its installation surgery because of a fracture of the carrier inside of it. The implant was not replaced at that time and bone graft was executed instead.